Event description:
I got laser burns on my toes after purchasing this product. After searching for this product, I found that it had not passed FDA certification and did not have 510(k) pre-market approval. Urmiim.